Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. It was reported by the nurse present in the case that [doctor] performed a lap chole and a bag broke. The surgeon was removing the specimen in the bag and as the bag was pulled out the bag broke along the seam at the tip of the bag. It is unknown if the specimen remained in the bag at the time of the breakage. It is unknown how the case was completed nor if another device was used to complete the case. No patient injury occurred. The device and photographs are available. Additional information was received via email on 26feb2018 from applied medical account manager associate the specimen was within the bag at the time of bag breakage. Part of the specimen fell out of the bag. A large grasper was used to retrieve the specimen. The bag did not fragment. No other instruments were used during the use of the device. The bag broke when there was "tension when pulling bag out". The port site was not enlarged or held open with an instrument. Patient is (B)(6) male, (B)(6) lbs, (B)(6) with no comorbidities. Type of intervention: na. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Only the tissue bag sub-assembly was returned. The tip of the bag was found to be broken with no indications of fragmentation. Stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the specimen was too large for the extraction site. It was reported that the port size was not enlarged prior to specimen removal. In the instructions for use (IFU) it is stated that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.